Event description:
Same case as MDR ID: 2134265-2013-07178; 2134265-2013-07181. (B)(4). It was reported that myocardial infarction (mi), in-stent restenosis, shortness of breath, diaphoresis, chest pain, shaking chills and mild tachycardia occurred. On (B)(6) 2010, the patient presented with several episodes of chest discomfort and was diagnosed with myocardial infarction. Cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Two unspecified size luge guide wire were advanced over 1st om and 2nd om. Target lesion #1 was treated with pre- dilatation using a 2.50 x 20 mm maverick balloon catheter. Following pre-dilatation, grade a dissection was noted which was treated with the placement of a 2.50 x 16 mm taxus liberté stent. Following post- dilatation, residual stenosis was 0 %. Target lesion #2 was a de novo lesion located in the 2nd om with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre- dilatation using a 2.50 x 20 mm maverick balloon catheter. Following pre-dilatation, grade a dissection was noted. A 2.25 x 16 mm taxus liberté atom stent was advanced to treat the event however, "the stent in the 1st om branch did impair it's progress". The physician performed dilatation on the 1st om stent struts using a maverick balloon catheter "to allow room for 2nd om branch stent to pass". Post dilatation, the stent was deployed in 2nd om. Following the placement of the stent, there was retrograde dissection seen within the vessel which was treated with placement of an overlapping 2.25 x 12 mm taxus liberté atom stents. Following post- dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with acute onset of chest pain associated with shortness of breath, diaphoresis while sleeping, mild tachycardia and shaking chills. The patient was diagnosed with non-st elevated myocardial infarction and the patient was hospitalized. At the time of event, the patient was on aspirin and the study drug per protocol was last taken on (B)(6) 2013. One day from the event, coronary angiography was performed. The 70% in-stent restenosis in 1st om was treated with balloon angioplasty. It was also reported that an unspecified luge guide wire was advanced in the first om; however it was unable to cross the lesion. Following post dilatation, the residual stenosis was 10%. The 99% in-stent restenosis in 2nd om was treated with balloon angioplasty. Following post dilatation, the residual stenosis was 20%. Two days post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin.

Event description:
It was further reported that during index procedure, the 2.25 x 16 mm taxus liberté atom stent (2nd study stent) was unable to cross the first study stent that was placed in the first obtuse marginal (om). On (B)(6) 2013, electrocardiogram (ECG) was performed and revealed probable sinus tachycardia and atrial fibrillation. St abnormality in lateral leads, ¿paroxysmal idioventricular rhythm or aberrant ventricular conduction¿, q waves in inferior leads, t wave inversion present, inferior infarction. Abnormality is partly due to myocardial ischemia, rate pvc's (premature ventricular contractions) and rhythm. Patient's troponin level was found to be elevated. Patient was also diagnosed with non q-wave myocardial infarction.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2010, prior the index procedure, the patient was diagnosed with non q wave and non st elevation myocardial infarction. Cardiac catheterization was recommended and stenting of the distal right coronary artery (rca) was performed. Three days post procedure the patient returned for the planned intervention to the obtuse marginal (om)branches via patent saphenous vein graft (svg). In addition, on (B)(6) 2013, the patient developed chest pain which resolved with 3 nitroglycerines and was diagnosed with unstable angina. One day from event, the patient was hospitalized and cardiac catheterization was recommended. At the time of event, the patient was on aspirin only and the study drug per protocol was last taken on (B)(6) 2011. One day from admission, coronary angiography was performed and no stent thrombosis was noted in the 1st obtuse marginal (om) and 2nd (om) study stents. The 95% diffuse in-stent (isr) of the study stents in 1st om and 2nd om were treated with kissing balloon angioplasty with two maverick balloon catheters. A choice floppy wire was then advanced, however it was not able to cross the 2nd om. The device was replaced with an extra support wire. A 2.50x16mm promus element¿ plus stent was then placed in the 1st om beyond the bifurcation and a 2.50x16mm promus element¿ plus was placed after balloon angioplasty in 2nd om, overlapping slightly with previously placed stent in a ¿v¿ or kissing stent fashion. Angiogram revealed slight under deployment of both stents which was treated with balloon angioplasty, resulting in well deployed stents, with 0% residual stenosis. Both the promus element stents were deployed overlapping with study stents. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.